Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported "right side hardness, tightening, swelling, pain, bilateral deflations and exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted. Right side.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold and encapsulation. Leak test was performed and found openings on the device. A microscopic analysis was performed which identify an opening striated in the radius and openings punctured in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the radius side assessed as surgical damage. Two puncture opening on anterior assessed as to surgical damage like.

Event description:
Patient reported, "right side hardness, tightening, swelling, pain. Bilateral deflations and exchange from textured to smooth breast implants, due to the patient¿s concern with the product". Device remains implanted.